Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.   (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After predilation was performed using a non-bsc balloon catheter, an opticross imaging catheter was advanced for intravascular ultrasound (ivus) but the opticross was unable to cross the lesion. With the support of a non-bsc guide extension catheter, the opticross crossed successfully and ivus measurement was performed. A 4.00 x 24 mm synergy¿ drug-eluting stent was then advanced but device was unable to cross the lesion. The device was re-advanced with the support of a non-bsc guide extension catheter and was attempted to cross for several times but device still failed. When the stent delivery catheter was retracted back to the guide extension catheter, the stent strut became caught with tip of the guide extension catheter and the stent struts got deformed. The device was removed from the patient's body and the procedure was completed with a non-bsc guide extension catheter and a 4.0 x 23 non-bsc stent. No patient complications and injury were reported.